Manufacturer narrative:
The device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify failed battery test due to unresponsive buttons. Device received with cracked case on the back at the battery tube area, and belt clip rail case corner. Device received with cracked keypad overlay at select button, and damaged serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had locked up. Customer's blood glucose level was 134 mg/dl. Customer stated that the serial number was rubbed off and belt clip was broken. Customer stated that battery failed and then it reset completely. The insulin pump will be returned for analysis.